Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: time of using medical equipment: (B)(6) 2020, 11:10; reasons for using medical devices: for intravenous infusion; the use of medical equipment (whether it is used normally): yes; time when the adverse event occurred: (B)(6) 2020, 17:34; what happens when the medical device is defective: the needleless infusion connector leaks, causing the deep venous catheter to keep returning blood-son of cai qingqing; time of taking measures: (B)(6) 2020, 17:35; result after treatment: no leakage occurred again, no blood return from deep vein.